Event description:
On (B)(6) 2012 customer reported that their lh750 analytical station had a fluid leak (cleaner mixed with blood). Customer was unable to located the leak. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found that the vent line tubing was cut where it connected to the primary needle. This resulted in a leak in the area of the needle. Fse cleaned the leak, trimmed and reconnected the vent tubing to needle. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).